Event description:
A journal article was reviewed that contained information regarding risk factors for inappropriate therapy. The article reports patients who received inappropriate therapy and expired with unknown causes of death. The status/disposition of the implantable cardioverter defibrillators (ICD)and leads is unknown. Further follow up did not yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/60 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: risk factors for the first and second inappropriate implantable cardioverter-defibrillator therapy. Ijc heart & vasculature. 2021. 34; 100779. Doi.org/10.1016/j.ijcha.2021.100779. If information is provided in the future, a supplemental report will be issued.